Event description:
It was reported that the patient's pump screen was not working and was unresponsive. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.